Manufacturer narrative:
(B)(4). The analysis results found that the tlh90 device was received in good visual conditions and with a reload loaded in the device, the reload was received void of staples. Te device was noted to be locked, it should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. In addition an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples fell out of the device before manipulating the device on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.